Manufacturer narrative:
(B)(4).

Event description:
It was reported that device was broken. A dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During the procedure, it was noted that the device was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection shows that the indents on the electrode rings (where the wires get bonded) are not all lined up. The indents on rings #8-10 are out of the straight line arrangement. Microscopic inspection shows scuffs along the insulations edge which attaches to the distal tip. Body fluid is evident on the distal tip. Functional inspection shows that the push/pull knob functioned properly. Dimensional inspection revealed that the curve was not placed in the template area and failed the dimensional test. X-ray inspection showed no abnormalities. Electrical tests shows that the catheter connector mated to the test cable with no issues. An electrical test was performed on all electrodes with multimeter and revealed no shorts or opens were found on this device in either of the straight or curve positions. The electrical resistances measured on all electrodes were 3ohms and failed specification for circuit resistance of 30 ohms maximum. Upon dissection, the flat wire was detached from the polyimide in the distal section. The polyimide was still attached to the pull wire and sensor wire; however it was not attached to the flat wire. Device was sent to the corlab for further ftir analysis and revealed that the material adhered to the flat wire of the returned product documented in tw4949230 was found to be consistent with the presence of a mixture of poly(ethyl cyanoacrylate) and polyimide. Evidence of poly(ethyl cyanoacrylate) was not detected on the pull wire using atr-ir; however, the sensitivity to this species on polyimide is not known. A DHR (device history record) review was performed and no deviation was found. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that device was broken. A dynamic xt unidirectional steerable diagnostic catheter was selected for use. During the procedure, it was noted that the device was broken. The procedure was completed with another of the same device. No patient complications were reported.